Event description:
Caller reported a malfunction on the pump with the code malf 16 and confirmed that no notable events occurred prior. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, thus indicating no adverse impact. The customer was advised to use multiple daily injections (mdi) as backup therapy, and a replacement pump was arranged by cts. The customer was informed about the shipping process and instructed on how to put the existing pump into storage mode before returning it and acknowledged all instructions regarding the receipt and return of the replacement pump.